Event description:
Customer reported that the insulin pump was cracked due to being dropped. Blood glucose level was 86 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit received with physical damage, cracked and bleeding lcd glass. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.